Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing difficulty inserting the laser probe into the cannula during a procedure. The laser probe was exchanged to complete the case. There was no harm to the patient. This is the second of two files.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a laser probes was returned for evaluation. The 25(g) gauge laser probe was manufactured on november 12, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The second laser probe was manufactured on september 16, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on august 25, 2011. Based on qa assessment, the product and associated system met specifications at the time of release. The 25 ga laser probe was received for evaluation. A visual assessment of the returned sample was performed on august 18, 2016 and showed no obvious nonconformities. The laser probe was inserted into a 25 ga trocar cannula, but became stuck near the junction of the cannula and the nitinol tip. The laser probe tip was measured using the 25 ga needle length, where the cannula was not found to meet specifications, as it was longer than specifications. This made the nitinol tip too short, which caused the curve at the junction of the nitinol with the cannula to be at too sharp of an angle. Root cause the sample was confirmed to have a longer cannula, than specified. However, how or when the product became nonconforming could not be determined. (B)(4).